Manufacturer narrative:
Device has not been returned to sorin group (B)(4). Sorin group (B)(4) manufactures the s5-system. The incident occurred in (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). Sorin group (B)(4) received a report that the upper 4 of the 5 displays on the system panel of the sorin s5 system were blue during setup of the machine. The package could not be loaded. There was no patient involvement. A sorin group field service representative was dispatched to the facility to investigate. The service representative was able to reproduce the reported failure and traced the issue to the odu connector cable on the roller pump, which was not completely inserted. Poor connection of this cable can lead to communication failures on the can-bus. The pump was correctly connected to resolve the issue. The s5 system was returned to service. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. No trend was identified for this type of issue. Sorin group deutschland will continue to monitor for trends related to this type of issue. Evaluated on site by sorin service rep.

Event description:
Sorin group (B)(4) received a report that the upper 4 of the 5 displays on the system panel of the sorin s5 system were blue during setup of the machine. The package could not be loaded. There was no patient involvement.